Event description:
It is reported that the patient experienced infusion set component defect that is more opaque color and a rough texture on unknown event.

Manufacturer narrative:
Name: abbvie inc., country: spain, street: 1 north waukegan road, city: north chicago, state: il, zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.